Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the were hospitalized due to insulin was not bringing down blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 499 mg/dl at the time of incident. Customer stated that the insulin pump was not functioning properly. The customer was treated with intravenous drip and fluids. The insulin pump will not be returned for analysis.